Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use on patient, but there was no patient harm reported.